Event description:
It was reported that a patient was connected to the patient line of their cassette prior to line being properly primed. The homechoice machine was displaying the patient¿s weight and the nurse was advised that the homechoice was not yet ready for the patient to be connected. The technical service representative assisted the nurse in setting up the homechoice. Proper procedures were reviewed and the nurse was advised to start therapy over using new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that a patient connected themselves to the patient line prior to properly priming the line for peritoneal dialysis therapy. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.